Event description:
It was reported that the health care professional (hcp) would like to review reports of atrial undersensing noted on presenting electrogram (egm). Technical services (ts) discussed device appears to be functioning as programmed. Reports successfully sent to hcp. This lead remains in service. No adverse patient effects were reported.